Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/28/2010, 01/23/2013, 01/29/2014, 01/22/2015, 01/21/2016, and 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain and lump/nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, pain, and lump/nodule.

Event description:
Patient reported having had left side "moderate breast pain" and "pain all the way through [patient's] back for a year." Patient then reported having experienced ¿a lump or thickening in or near the breast or in the underarm area.¿ and "implant malposition." Patient additionally reported ¿when it hurts she pushes it back in¿... Also advised she has to hold her left breast when the scar tissue "gets her" for 4-5 hrs."; this event is not device related. Surgical reoperation has occurred. Device was explanted.